Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose readings of 220 mg/dl. The customer stated that she changed out her infusion sets every 4 days or more. It was explained to the customer that infusion sets need to be changed every 2 to 3 days. The customer also stated that she had a low reservoir alarm with a half-full reservoir, followed by a no delivery alarm. Programming was correct and troubleshooting was performed. Insulin did not come out during fixed prime and there was a no delivery alarm. The customer then stated that the doctor wants the insulin pump replaced. Nothing further was reported.